Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: one sample was received. It came in an opened packaging blister. Visual inspection was performed, the barrel tip has residues of black ink. One photo was provided. It shows a syringe with the packaging blister opened. The syringe barrel has a black spot on the barrel tip. In addition, ink residues can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing residues of ink. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter was on tip of syringe with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: black ink was wrongly painted on the syringe tip.